Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment that the firmware of the patient connector was unable to be updated. It was also determined at analysis that the mobile programmer application crashed while attempting to update the patient connector firmware. Product analysis: device was returned for physical analysis. Analysis was able to confirm the customer comment that the firmware of the patient connector was unable to be updated. It was determined at analysis that there was printed circuit board (pcb) a component failure. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the firmware of both the mobile programmer base and patient connector was unable to be updated. The mobile programmer base and patient connector were returned for evaluation. There was no patient involvement. It was determined at analysis that the mobile programmer application crashed when attempting to update the patient connector.